Manufacturer narrative:
E1 - initial reporter phone number provided: (B)(6). The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to be in good condition, with no physical damage found on the pump. The pump was found to have a blurred label which would include the serial number, reference number, date of manufacturing, and global trade item number (gtin). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the label.

Event description:
It was reported that the label was blurred/erased on the device. The serial number, reference number, the date of manufacturing, and global trade item number (gtin) were not visible. There was no patient involvement.